Event description:
It was reported to philips that the host pc failed to start up, which could prevent the whole system from booting up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the host pc was not working intermittently. A review of the system log file found a malfunction related to the reported issue. Upon troubleshooting actions, fse reseated all inboard cards, connecters and restarted the system multiple times. After repairs, the system was returned to use in good working order.